Manufacturer narrative:
(B)(4). Title analysis of risk factors of pancreatic injury during elective laparoscopic splenectomy in children source journal of indian association of pediatric surgeons, volume 24(3), 2018 (180-184) date of publication: january 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature: laparoscopic splenectomy (ls) is the standard choice for splenectomy in children with benign hematological disease. The aim of this study was to detect the magnitude of pancreatic injuries during ls in children with benign hematological diseases. A total of 140 patients were included in the study. Children were categorized into a and b groups. The device was used to control pedicle in group a, while endoscopic staplers were used in group b. It was reported there were 3 cases converted to open approach in the device group a, and 6 cases in the device group required transfusion intraoperatively. Reasons for conversion to open and need for transfusion were not reported in the literature article.